Event description:
It was reported that during a lobectomy procedure, the blade was broken off inside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt. No additional info was known.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.